Event description:
It was reported the cdh33 was used during a sigmoid colectomy. It was reported by the customer the device misfired. This caused the surgeon to have to redo the anastomosis. The o.r. Time was extended. A second cdh33 was opened to complete the case. 02/19/2001 it was reported by the rep the staples did not close. The anastomosis fell apart when the device was removed and the md hand sewed the anastomosis to complete the case. The o.r. Time was extended 30 minutes.